Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: batch: 2179773 batch creation date: 2022-06-28. Batch expiration date: 2027-06-30.

Event description:
The customer makes sterile kits for a third party, packing our syringes for use with human blood. Skus affected by this incident are the luer lock bns 20 and 50 ml. Syringes, codes 302055 and 301035. Our partner's customers are reporting a malfunction of the syringe. When the syringe is filled with blood, during using and after movement of the device, the blood leaks through the plunger onto the floor. Our partner has been notified by two different customers on different dates: 1. Sku 302055 (20 ml.), lot 2310094, leaked on (B)(6) 2024. 2. Sku 301035 (50 ml.), lots 2179773 and 2179785, leaked on (B)(6) 2024. Samples are not available as the users discarded them due to the presence of blood. Images can be found in the email, included here in the 'related' tab.

Manufacturer narrative:
(B)(4) follow up. It was reported the blood leaks through the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show an upside-down syringe with blood in it. There is blood past the stopper. No other information could be obtained from the photos. It could be possible the customer is not using the product as intended. These syringes are not specified for storage of blood or any medication. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number 301035, lots 2179773 and 2179785. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received: this incident has caused the technique to be applied to the patient to be carried out after having extracted the blood, so it has an impact on the patient. The customer makes sterile kits for a third party, packing our syringes for use with human blood. Skus affected by this incident are the luer lock bns 20 and 50 ml. Syringes, codes 302055 and 301035. Our partner's customers are reporting a malfunction of the syringe. When the syringe is filled with blood, during using and after movement of the device, the blood leaks through the plunger onto the floor. Our partner has been notified by two different customers on different dates: 1. Sku 302055 (20 ml.), lot 2310094, leaked on (B)(6) 2024. 2. Sku 301035 (50 ml.), lots 2179773 and 2179785, leaked on (B)(6) 2024. Samples are not available as the users discarded them due to the presence of blood. Images can be found in the email, included here in the 'related' tab.